Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on his back. Patient advised this looks like warts on his skin and not under the vest and was going to have them removed prior to the lifevest. Spouse advised the area did bleed a little from the blood thinners he is taking. Area looked like a blister. There was no alleged device malfunction contributing to the irritation. Patient reported that a dermatologist advised to use polysporin. Follow up indicated that the area is healing. It's unclear if the lifevest exacerbated the pre-existing condition. Reporting out of the abundance of caution.